Event description:
It was reported that there was a delay in infusion for about 4 hours, the chemotherapy infusion expected to be completed on (B)(6) 2021 at 21:30, but the infusion completed actually on (B)(6) 2021 at 0100. There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: medical device serial #, device manufacture date. Additional information: describe event or problem, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex e and f codes, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the fluorouracil 500ml was programmed to infuse for 24hours at 20.8ml.hr, when infusion was completed there was still 100ml remaining instead of 20ml. There was a delay in infusion for about 4 hours, the chemotherapy infusion expected to be completed on (B)(6) 2021 at 21:30, but the infusion completed actually on (B)(6) 2021 at 01:00. There was no patient impact.